Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is black foreign matter (fm) embedded in the side of the barrel and also in the flange of the barrel. The black foreign matter extends from about the 10 ml gradient of the barrel to the flange in the form of black spots or streaks. One (1) photo was also provided by the customer for investigation. The photo shows the sample which was returned from the customer. The black foreign matter is visible in the photo. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: foreign material.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: foreign material.